Event description:
It was reported by service report that the fowler won't lower due to a broken weld at fowler ball screw. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken weld.